Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the pump was reset to resolve the issue and customer continued to use pump for insulin therapy.